Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 1 year, 26 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was on (B)(6) 2018 for low flow alarms. It was noted the patient had an outflow graft twist after having a computed tomography angiography (cta). A 180 degree outflow graft (ofg) twist was noticed in operating room. Ofg was untwisted via thoracotomy. During the analysis of the log files it was reported that the low flows look to be due to the twist in the outflow graft. No further information was provided.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No product was returned for evaluation. The evaluation of the submitted images confirmed the report of an outflow graft twist, which could have contributed to the low flow alarms observed in the submitted log files. A photo of the CT scan was submitted for evaluation. Visual inspection of the CT image revealed contrasting on the outflow graft diagonal to the direction of the graft, which could indicate creases as a result of a graft twist. The location of the creases appeared to have been adjacent to the graft attachment under the outflow graft band relief. The patient went to the operating room on (B)(6) 2018, and the outflow graft was noted to have a 180 degree twist. Photos taken during the operation appeared to display the portion of the graft adjacent to the graft attachment with the outflow graft bend relief unengaged. Inspection of the graft revealed creases which appear consistent with an outflow graft twist. A specific cause for these creases could not conclusively be determined through this evaluation. Further, although a duration of time for which a twist was present could not be conclusively determined, it could have contributed to the low flow alarms that were confirmed through the evaluation of the submitted log files. The surgeon was able to untwist the graft and reattach it securely via thoracotomy. It was noted that no thrombus was observed within the pump or outflow graft and no product was exchanged. The patient remains ongoing on pump support and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This IFU also describes the pump flow display and the hazard alarms. The low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm, and changes in the patient¿s condition can result in low flow. This IFU and the heartmate 3 lvas patient handbook describe the actions to take in the event of a low flow alarm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.